Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation it was found that button presses did not activate desired pump functions. The down keypad button was found to be misaligned. During investigation, the contrast key button was found to be inverted. It was found that the up, down, and ok key contacts were inverted and did not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
Per the distributor, it was reported that the menu does not work.